Manufacturer narrative:
Company rep evaluated the unit and duplicated the reported problem. As issue was identified with the system's display. Corrections included replacement of the display's power distribution board. System was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.